Manufacturer narrative:
This report is being submitted retrospectively per FDA request.

Event description:
It was reported the guidewire broke during preparation. There was no clinical consequence to the patient as a result of this event.